Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No insulin smell on pump noted. No moisture damage on reservoir compartment or electronics noted. Unit received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was moisture in the reservoir compartment. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 427 mg/dl. Customer could smell insulin from the device. Device passed the self test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.